Manufacturer narrative:
The material inspection review for the reported guide wire could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
It was reported during orbital atherectomy treatment, the viperwire advance guide wire tip fractured after five or six treatments. In the physician's opinion, the diamondback 360 coronary orbital atherectomy device (oad) made contact with the spring tip which led to the fracture. The fractured component was 25mm and left in the patient. A stent was placed to trap the fractured component. The patient was in stable condition.